Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for follow-up. Lead noise was observed on the ventricular channel. It was noted that the patient had fallen. Patient will be monitored remotely, and a follow-up was scheduled for further assessment.